Event description:
Patient experienced a urinary tract infection (uti) while catheterizing. No specific device malfunction was reported although insertion was difficult and pain was felt while infection was active. Patient took initial course of antibiotics but symptoms persisted so she was prescribed a second course.